Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (rv) pacing impedance measurement of greater than 2500 ohms. The patient is not dependent. Technical services reviewed and stated to evaluate bipolar sensing and unipolar pacing options. The ra lead diagnostics appeared to be stable. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (rv) pacing impedance measurement of greater than 2500 ohms. The patient is not dependent. Technical services reviewed and stated to evaluate bipolar sensing and unipolar pacing options. The ra lead diagnostics appeared to be stable. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and section h6 device codes and patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (rv) pacing impedance measurement of greater than 2500 ohms. The patient is not dependent. Technical services reviewed and stated to evaluate bipolar sensing and unipolar pacing options. The ra lead diagnostics appeared to be stable. This device remains in service. No adverse patient effects were reported. Additional information received indicated that there was noisy signal noted on stored ventricular episode. The patient also reported syncopal event. Technical services (ts) recommended the health care professional (hcp) to follow up further with the cardiologist.